Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "air in line error" was unable to be reproduced due to the reload set alarm. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor failed component. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.